Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. A workmanship was observed not related to the complaint for a split in patch event. A further investigation is requested. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split (ss) in patch area, it is out of specification per qa 199.04. The event of capsular contracture was unable to observed, and the workmanship has not relation to reported complaint. Therefore, the reported event was not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy (v8.0) was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of (B)(6) 2022 through (B)(6) 2024, was noted 1 outlier in (B)(6) 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.